Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to white screen. Service evaluation verified the white screen. The cause was identified to be failed liquid crystal display which was replaced. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of/in specification in relation to the customer reported dim display which was reproduced as a blank display. The cause was determined to be a fail liquid crystal (lcd) panel. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a dim display. There was no known patient injury or medical intervention associated with this event. No additional information is available.